Event description:
The lay reporter/ niece contacted lifescan (lfs) on february 12, 2007 alleging that her aunt's meter was not working. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further medical information. Niece was only told that the meter was not working; however, does not know what actually is wrong with the device. The reporter does not know whether the patient attempted to use the meter; however, she alleges that the patient was admitted to the hospital due to a heart attack and a blood glucose reading over 300 mg/dl. Niece was unable/unwilling to troubleshoot with the customer care advocate (cca). Per cca, patient would call back to further troubleshoot. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen and blood glucose testing frequency, readings prior to the event, the actual issue with the meter, verification the meter issue began prior to the hospital admission, and how long the patient was unable to test. Although there is insufficient information, the complaint is being reported because the reporter alleges the patient was unable to obtain a blood glucose reading on the device and had to seek medical attention.